Manufacturer narrative:
The device involved in the reported incident was not returned. The root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
This report is 1 of 2. A customer reported to integra that a 123131 tc crile-wood nh 7 matte was used on (B)(6) 2018 during an unspecified procedure. It was stated that the tip of serration broke off intra-operatively when the surgeon used a 3-0 needle with the needle-holder. Additional information received on (B)(6) 2018 indicating that the broken piece was not retrieved. The device was in contact with the patient but no patient injury or surgery delay was reported.